Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device showed an asystole heart rhythm while monitoring a patient, although the patient was not in asystole. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Manufacturer narrative:
Correction: problem statement has been updated to: the customer reported that the device showed an asystole heart rhythm while monitoring a patient. The customer further clarified via email that the patient was not in asystole and the patient was not in need of a shock being delivered, therefore, there was no risk that a shock may have been needed and not detected. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Event description:
The customer reported that the device showed an asystole heart rhythm while monitoring a patient. The customer further clarified via email that the patient was not in asystole and the patient was not in need of a shock being delivered, therefore, there was no risk that a shock may have been needed and not detected. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.